Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited a significant battery voltage drop and triggered recommended replacement time (rrt) prematurely. An ICD replacement is planned; however, the device remains in use until the procedure occurs. No patient complications have been reported as a result of this event.